Event description:
The doctor reports that the abutment screw has fractured inside the implant and could not be retrieved. The doctor has removed the implant.

Manufacturer narrative:
Visual inspection of the returned uniht titanium hexed uniscrew confirms that the screw has fractured inside the implant. Lot information for the screw was not provided and therefore a manufacturing history review could not be completed. Complaint and non-conformance reviews for the uniht product family did not identify any anomalies or trends. A definitive root cause for the fractured abutment screw cannot be determined.